Event description:
It was reported to boston scientific corporation on october 28, 2022 that an agile esophageal otw fully covered stent was implanted to treat a malignant esophageal stricture during a stent placement procedure performed on an unknown date. The patient's anatomy was tortuous and was not dilated prior to stent placement. On an unknown date, post stent placement, it was noted through imaging that the agile esophageal stent had migrated from the esophagus to the stomach. The agile esophageal stent remained implanted and a wallflex esophageal stent was placed to complete the procedure. Reportedly, the agile esophageal stent will be scheduled for removal at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.